Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: the anal side was resected with echelon gold, and the dst anastomosis was performed with the device. The knife cut the tissue, but not a single staple came out. As a result, the anastomised part was separated completely. Again, purse-string suture was done on the oral side. Anal side bowel was temporarily sutured with three stitches and resected with echelon gold. Since the oral side bowel was short, the mesocolon was treated additionally, and surgeon performed the anastomosis again with new device. There was bleeding less than 200cc and add'l tissue loss. Nothing fell into the pt cavity. Operative time was extended more than 30 minutes. Pt is under observation at the time of this report.

Manufacturer narrative:
(B)(4).